Event description:
The patient's wife reported via a spanish interpreter that the patient was having surgery to remove "the medtronic contaminated device", that the patient had a stroke brought on by the "contaminated device" which affected his "feet, kidneys, and gall bladder", and that "device is contaminated and so is his blood". Patient's wife also reported that the device was supposed to last 8-10 years but only lasted three. Review of manufacturer's database revealed the patient later expired. There is no allegation from a healthcare professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received.